Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2016, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (proximal:tgu313115j/13951093, tgu262615j/12885414) to repair an acute type b dissociation. The final angiography revealed no endoleak. The patient tolerated the procedure. On (B)(6) 2016, a follow-up checking was conducted. The physician decided to monitor the patient. On (B)(6) 2016, the patient was taken to the hospital. An acute type a dissociation was identified. A total aortic arch replacement was performed for the dissection. The vascular grafts was anastomosed to tgu313115j/13951093. The patient tolerated the procedure. No further information was obtained.